Event description:
Customer reported one of the locks is stripped. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the brake handles. System operates as intended.